Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the dev support team. The reported problem was confirmed. The component flexion was of 47 degrees, two degrees above the manufacturer recommendation. The implant is designed for 5 degrees slope, but it showed as 13 degree of slope on tibia. As for the tibia bone sizing, the posterior landmark was quite off from where the MRI model would have had it. This is something that occurs when the registration wasn¿t great and the land marking was off. The most likely cause of this event is associated with potential user/technique issues for the point collection. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted uka procedure, coriograph plan showed initial placement was extremely off of normal. Presented with 47 degrees of flexion on femur and 13 degree of slope on tibia. The MRI did not match the actual bone, cori image was smaller posteriorly than the tibia was. Femur lug holes were off in orientation. The procedure was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem.